Event description:
During procedure, physician removed 14 f sheath (with the dilator in place) and started to complete the per-close, however, there was marked bleeding and the perclose suture slip knots would not slide down. Physician had trouble with the deployment of three of them in a row initially - having to pull very hard to pull the sutures even out of the base of the device. I felt the bleeding was related to a problem with these particular perclose sutures and we quickly put a 14f sheath back into the artery over the wire that was never removed. All three of these devices contain the same lot #. All devices from this lot number for a total of 8 (three used and 5 in package) have been sequestered.